Event description:
Pt had a quest adapter in their IV line. Noted that one blue port was broken, allowing air to enter IV line. Another pt's adapter was examined and it also was broken. Adapters were removed from shelves and from pt's IV lines.